Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up with the manufacturer representative (rep) determined that the issue occurred during a lumbar procedure and there was no delay in procedure. Additionally, the rep noted that the surgery was completed using a c-arm scope and there were 3 surgeons and 2 nurses in the room during the procedure. The rep concluded by noting that the patient was discharged successfully.

Manufacturer narrative:
It was determined there was an accidental radiation occurrence due to early termination of acquisition. No defect in an electronic product or failure to comply per 21 cfr 1003 was discovered. The investigation concluded that the issue was due to device door dingus misalignment. Rotor calibration performed to resolve. Number of people exposed: 1 - patient number of people in or other than patient: 5 estimated absorbed or effective dose information is not available. Estimated absorbed dose to patient based on unutilized radiation is = 12.5 msv. A software analysis was initiated to determine the probable cause of the issue. Analysis found that the reported event was not related to a software issue. According to site information, issue is due to device door dingus misalignment. Rotor calibration was performed to solved. Software functioning as designed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a unknown procedure. The site took a 3d shot successfully. When trying to perform a second scan during the procedure, the felt "physical stuck in gantry." The 3d scan was interrupted. Navigation and imagery were aborted. However, the surgery was not aborted. The surgical delay time was not known. It was unknown if there was an impact to the patient. No further information was provided.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that system was stuck in a middle of the scan. The representative discovered that the door dingus was misaligned. The representative did a rotor calibration and resolved the issue. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.